Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, this complaint is not related to a connection issue with the wireless foot switch. (Wfs) instead, the wfs lost connection to its base station due to the battery could not hold its charge or was not charging. The system was not in clinical use when the issue occurred. The philips field service engineer (fse) found during trouble shooting that the status of the error led indicator on the base station was orange, the wi-fi (led) indicator on the wfs was red, and the color of the battery indicator at the time of occurrence was red (flashing every 0.5s). To solve the reported issue the fse replaced the wfs and the wireless base station. The returned part has been analyzed. The wfs was not charged in time therefore the battery dropped below a certain voltage and did not allow charging anymore. This is a build in safety mechanism. With the replacement of the wfs and wireless base station the solution was implemented, and the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wireless foot switch was not working properly.the system was not in clinical use. No user or patient harm has been reported.philips has started an investigation regarding the reported issue.